Event description:
Event: (cc# 97-01498) the iab leaked. The iab was entrapped and needed to be surgically removed. A second iab was inserted. On 1/19/1998, the following was reported to datascope: the iab developed a leak. Blood was noted in the tubing and the dr was paged. The cticu nurse attempted to remove the balloon but was unable to. The surgeon was called in to perform a right femoral cutdown in order to remove the balloon. A smaller balloon was inserted into the pt's left groin. During the event, the pt remained stable. The pt went to surgery as scheduled on 12/11/1997 and survived the surgery. [Event complications: the iab was entrapped/surgically removed - reported 12/12/1997. [Pt's current status]: had surgery on 12/11/1997.

Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: 1738 device label code for f10. Position 3: 1701. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. The physical evidence and reported problem are consistant with that of an iab which became entrapped and needed to be surgically removed from the patient. The smooth-edged membrane penetration (s) most likely resulted during balloon removal from the patient when the iab came in contact with a sharp-edged instrument. Although the patient consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgiacal removal has been reported in literature and has been experienced by users of intra-aortic balloons. We therefore urge the user, as we have in our instructions, to discontinue pumping and consider the removal of the balloon from the patient at once if a balloon leak is suspected. If for any reason, undue resistance is met during consultation, as was done in this case.